Event description:
A peritoneal dialysis nurse (pdrn) contacted product surveillance to report an issue with the patient line connector on the low recirculation volume cassettes. She stated the care giver (cg) was concerned because the patient line connector "clicks" when she goes to tighten it. She stated that this started happening about 2 months ago and did not recall the specific timeframe. She stated there were two other disconnect events and the home patient (hp) received medical intervention and did not want to provide any further information. She stated the hp's transfer set is in use for less than five months and she always make sure that it gets changed on a regular 6 months basis. She said the cg did not notice anything unusual with the cassettes, there were no alarms, no leaks, and that everything seemed normal. She does not have the lot number for the cassettes but sample was available. No additional information was available. Report 2 of 3.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. The lot number is unknown and a batch review will not be performed. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Sample evaluation of the returned companion sample did not confirm the problem. Therefore, the assignable cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.